Event description:
Patient underwent revision surgery duet to lead break which was discovered via x-ray. Treating physician does not know whether the patient experienced any recent injury or trauma that may have damaged the ncp system, but did indicate that the patient does not manipulate the device through the skin. Both the lead and generator were replaced. No adverse event was reported in conjunction with the apparent lead discontinunity. Both the lead and generator were returned to manufacutrer for analysis. For the concomitant device 9generator), no electrical or visual anomalies that could adversely affect device performace were identified. Analysis of the lead was not yet complete at the time this report was submitted.